Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was less than 40 mg/dl. Reportedly, the customer alleged the basal rate settings needed adjustment. Customer consumed mints, orange juice and a sandwich to address bg. Recommendation was made to discuss diabetes management with a health care professional.